Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. The patient's blood glucose levels have been slightly higher than usually, but has not needed any 3rd party or medical intervention.